Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, it was noted that no bands were deployed at one time. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, it was noted that no bands were deployed at one time. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: facility name: (B)(6). Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. The ligator head was returned with three bands attached to it. It was possible to observed that the suture was intact with seven knots present and it was attached to the distal trip wire loop. Additionally, the slack of the trip wire was not taken up correctly, it was observed too short. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The visual assessment identified that the slack was not removed properly as mentioned in the instructions for use. If the slack isnt taken up correctly the tension on the whole device could affect the overall performance, leading to the suture thread being moved from its position and deployment failure. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.